Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000468, serial/lot #: rev. 2 : s/n's (B)(4); product ID: bi71000576, serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Multiple fault error codes were found. The inverter assembly and starter upgrade kit were replaced. The system then passed a system checkout. The inverter assembly and starter upgrade kit were both returned to medtronic for analysis. No failures were found with either component. A software investigation was initiated. Software analysis determined the software was functioning as designed. Log investigation found the software detected recoverable hardware issues which could be momentarily resolved by a system reboot or hardware replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system received a "generator overload" error after performing 5-6 2d fluoro shots for testing. The physicist was instructed by technical services to power down the system and boot it back up to try to receive the same error as she continued to test. She still received the error. There was no patient involved.